Event description:
It's being reported that there may have been an issue involving an unknown depuy mitek panalok anchor. The surgery took place on (B)(6) 1999 and reportedly the patient has chondrolysis. There is no other information available at this time.

Manufacturer narrative:
To date, the device has not been returned to mitek for root cause analysis. It has not been confirmed the unk panalok device is the cause of the reported problem. In addition, there is a pain pump which is not a mitek device involved in the alleged issue. To date, product code(s) and lot number(s) have not been provided to mitek. When and if the device becomes available, or should additional info be received, mitek will file a follow-up report reflecting the new information. No further action is required at this time.